Manufacturer narrative:
The device was not returned for analysis. However, factors that may contribute to the reported difficulties include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when removing the plunger, the suture did not appear; there was only 3-5mm of the suture seen; the suture came only halfway out of the subcutaneous tissue and did not show any resistance; or only one suture end was at the puncture site for these four devices. A surgical cutdown was performed. The sheath was upsized to 16f and the tavi procedure was completed. Surgical suturing achieved hemostasis. The patient is fine. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.